Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that spline inversion occurred during procedure. The catheter was removed from the patient and was able to manually fix inversion. However, the were unable to flush the device. An occluded lumen was suspected. Deployment beyond a basket shape was not possible as well. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that spline inversion occurred during procedure. The catheter was removed from the patient and was able to manually fix inversion. However, the were unable to flush the device. An occluded lumen was suspected. Deployment beyond a basket shape was not possible as well. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible, no issues were observed regarding the spline cage. Flushing through the irrigation port was tested. Irrigation was not functional in undeployment state. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen and it was noted that the guidewire lumen damaged outside the inner hypotube.